Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug eluting stents were implanted in the 1st obtuse marginal. On the same day, patient suffered intracardiac thrombus and was treated with thrombectomy. Investigator assessed the event is not related to the study device or antiplatelet.